Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48mg/dl. Customer consumed carbohydrates to address bg. It was reported that the customer entered and delivered an additional bolus stacking insulin resulting in a low bg.